Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer disconnected the infusion set from the luer lock, and reconnected it to resolve the issue. Customer's blood glucose level ranged between 153-180mg/dl.